Event description:
Medtronic received information that one day post implant of this bioprosthetic valve, patient developed second degree atrio-ventricular block. Permanent pacemaker implanted on (B)(6) 2017. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).